Event description:
Philips received a complaint from a customer that during the insertion of a pacemaker the fluoroscopy did not function after a second parallel wire was passed. Calls were made to the service representative by the radiology technician and the device was subsequently restarted and functioned. Patient status unchanged and remained stable after completion of the procedure.

Manufacturer narrative:
When investigation is completed a follow up report will be sent to FDA.

Manufacturer narrative:
Philips understood that the system is serviced by a third party company therefore, we were not informed about the reported issue until we received the medwatch report from the FDA. It is not known who the 3rd company is or which 3rd party engineer checked the system; therefore, the cause of the reported issue is unknown. The customer has been contacted by philips and there were no more complaints regarding the system. The system has been used twice since the reported issue occurred in (B)(6). The system is end of service since 2010, therefore we take no further action in this matter (B)(4).

Event description:
Philips received a complaint from a customer that during the insertion of a pacemaker the fluoroscopy did not function after a second parallel wire was passed. Calls were made to the service representative by the radiology technician and the device was subsequently restarted and functioned. Patient status unchanged and remained stable after completion of the procedure.